Event description:
During a pulmonary vein isolation procedure, the temperature from the catheter was high and a clinically significant delay occurred. The catheter was ablating near 42 degrees c and the power from the ampere generator became limited to 15-20 watts. The flow rate was increased with no resolution. The power was low when ablating in all locations of the left atrium which delayed the procedure. The catheter was removed and inspected with no visual anomalies and was irrigating properly. The catheter was replaced and the left atrium was ablated a second time. The procedure was completed successfully. There were no adverse consequences due to the clinically significant delay.

Manufacturer narrative:
The catheter met specifications for electrical and temperature testing, and functioned per requirements during an irrigation flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported temperature issue and subsequent procedure delay remains unknown.